Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise leading to pacing inhibition and oversensing was noted on the device. Fibrosis of the subcutaneous capsule was the suspected cause of the event. No intervention was performed and the patient was stable and will continue to be monitored.